Event description:
It was reported that patient education spoke with patient. Patient spoke with (B)(6) and with rep, (B)(6) . His valve just does not want to pop out all the time. With the coronavirus going on, even if it needed to have something done to it, it could not happen until june. Even if patient can get it to work sometimes, by then the mood is shot. It is very frustrating. Patient education offered a pt champ and he will give it a try. Patient liaison gave him contact info for (B)(6).